Event description:
The patient was a female. The target lesion was the mid lad. The lesion was diffused from the proximal lad to the distal lad. The lesion was de novo, moderately calcified and tortuous. There was 99% stenosis. The procedure was an emergent case due to ami. Pre-dilation with a balloon (kaneka ikazuchi 2.5 x 15mm) was conducted from the distal end. Then cypher (3.0 x 23mm: complaint product) was delivered to the lesion and inflated up to 8atm, but the balloon would not inflate at all. No leakage of the contrast was confirmed upon cag. Therefore, the cypher was removed from the patient. The procedure was finished successfully deploying three different cyphers (cypher 3.0 x 23, 3.0 x 18, 3.5 x 13) from the distal end. There was no patient injury reported. The product was clinically used and will be returned for analysis. The ratio of contrast medium used during the procedure was 1:1. Physician thinks there might be a balloon rupture or shaft leakage.

Manufacturer narrative:
This device (lot 13428669) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.